Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists potential adverse events which may be associated with the use of heartmate 3 lvas, including various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure consisting of heart failure, acute respiratory failure and acute renal failure. The death was not considered to be device related and the device operated as expected.